Event description:
A customer reported unexpected negative reactions when testing with capture-r ready screen (crrs)3 strips on the echo. During investigation testing, one returned sample was tested on an in-house galileo. The initial run was positive, but the second run was negative.

Manufacturer narrative:
One positive sample returned by the customer was tested on an in-house galileo. Retention crrs(I and ii), lot x250. The initial run was positive; the second run was negative.according to the galileo operator manual, capture strips may be loaded and stored on the galileo, outside of the storage pouch, according to the time limitations printed in the relevant package inserts. It is the operator's responsibilty to keep track of the time the strips have been on board the instrument. The returned sample was tested in hemagglutination tests with cell ii from retention panoscreen I, ii and iii, lot 26810, using immuadd as the potentiator. Reactivity (2+) was observed at the indirect antiglobulin test phase. Qc and in-house donor testing were performed using retention crrs(3), lot r025, the lot used in the original cusotmer complaint. Prior to testing, the balance strip was examined and wells appeared as expected. The balance strip exhibited white residue on the bottom of the wells after the qc run. No problems were observed in the DHR review of crrs(3) lot r023. Customers were notified not to use any capture-r ready screen assay balance strips for patient testing in a communication dated 8/15/08.